Event description:
Reporter indicated that they believed there was a fracture in the patients lead. X-rays were taken but have not been sent to the manufacturer. The lead was explanted and product return is pending. Analysis will be completed upon return of the product to the manufacturer.

Manufacturer narrative:
Device failure is suspected, but did not contribute to a death or serious injury.